Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.